Manufacturer narrative:
Follow-up #1: date of submission 01/29/2014-device evaluation:the insulin pump has been returned and evaluated by product analysis on 01/14/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages including scratched lens. Review of black box data found power reset event occurred. Investigation found that the returned battery cap was intact and the measurements were within specifications. The cap tightened properly onto the pump and the pump powered up properly. The rewind/load/prime sequence was completed without any alarms. The pump was exercised for 24 hours without incidents. The pump casing was opened to further investigate and no evidence of moisture or damage was observed with the internal components. The investigation was unable to reproduce the reported intermittent power issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, reporter contacted animas, alleging that the pump was losing power. There was no reported adverse event associated with this complaint. This complaint is being reported because the issue remained unresolved